Event description:
During service inspection at the manufacturing facility, it was reported that the maestro d-attachment was chipped on the top ridge of the attachment cap. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
During service inspection at the manufacturing facility, it was reported that the maestro d-attachment was chipped on the top ridge of the attachment cap. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the event of the device having a chipped and sharp cap was confirmed. The cap can chip if it is dropped or from impact with a hard object. Chipping of the cap will leave sharp edges at the site of the chipped material. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.